Event description:
It was reported that the device was unable to be interrogated. Two programmers were used without success. Start software application was tried instead of auto identification, but the device was still unable to be interrogated. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. The primary analysis finding noted the device integrated circuit inclusion analysis.